Event description:
The customer alleges that when in a recline position, the powerchair tipped backwards. The customer sustained a bruise to the head; an ER visit was precautionary with a release the same day.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.